Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with an external pressure regulating valve in about august 2018 due to hydrocephalus. The patient was conscious pre-operatively. Since (B)(6) 2018, the patient was in a coma and was sent to an ICU at a hospital for observation. Afterwards, the patient was still in a coma. At the beginning of (B)(6) 2018, the patient's drainage tube leaked out of the body, accompanied by leakage of hydrocephalus, and the patient's family suspected that the tube was blocked. At present, the patient's condition was critical and had to be hospitalized in the ICU by ventilator and couldn't be moved to the implanted hospital. Additional information received reported that on (B)(6) 2018, a pressure adjustment was made. The original pressure of 2.0 was adjusted to the existing pressure of 1.5 according to the doctor's advice.